Event description:
It was reported that the device would not turn on at all. The results of the investigation found that the pump powers off by itself. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The probable cause of the issue was the battery. The pump was calibrated and reprogramed in order to fix the issue.